Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in operating room for lead revision due to noise on the right ventricular lead. During procedure, it was noted that the lead had externalized conductors. The lead was explanted and replaced. The patient remained stable and would continued to be monitored.